Manufacturer narrative:
The tech isolated the issue to a worn swivel ratchet on the caster. He replaced the brake caster to repair the stretcher.

Event description:
Info received indicates the left foot caster pivots when brake is set.